Event description:
Primary stability not achieved, implant was completely covered with bone, blood coagulation disorder, complication in site preparation, inadequate bone quality/quantity, bleeding ((B)(6) are same patient).